Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance during shock delivery, triggering a code 1005. The code indicates that there was an open circuit condition was detected during shock indication. A lead revision has been scheduled. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.